Event description:
It was reported that the ventilator was contaminated with water/liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator generated technical error 24. Further evaluation revealed that the device did not recognize the expiratory cassette during pre-use check and the liquid residue has been found on expiratory channel connector board. The device failed to meet its specifications, it is unknow if it has been used at the time of the event. There have been no adverse event sustained as a result of the issue. Based on technician statement, liquid get inside the unit and affected expiratory channel connector board. The issue has been resolved by cleaning component on which liquid was found and the device was delivered to the user in working condition. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The printed circuit board was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. It has remained unknown under which circumstances the liquid entered the unit. Nevertheless it can be concluded that the operator of the device must have been aware about that situation as the device was separated and getinge service had been called. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).